Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that the valve on the vizigo¿ sheath was leaking and they could not flush the sheath. The doctor was not able to flush forward once he aspirated. The biosense webster, inc. (Bwi) representative was called in to the room to look at the sheath and there was back flow for the port. It was leaking blood. He tried several times after to flush but was unable to do so. The valve was intact but damaged. No air entered the patient and nothing further, other than replacing the sheath, was needed to control the bleeding. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. The hemostatic valve leak was assessed as a MDR reportable product malfunction. The obstructed sheath was assessed as not MDR reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 15-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported that the valve on the vizigo¿ sheath was leaking and they could not flush the sheath. The doctor was not able to flush forward once he aspirated. The biosense webster, inc. (Bwi) representative was called in to the room to look at the sheath and there was back flow for the port. It was leaking blood. He tried several times after to flush but was unable to do so. The valve was intact but damaged. No air entered the patient and nothing further, other than replacing the sheath, was needed to control the bleeding. The sheath was replaced, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were missing off the vizigo sheath. On the other hand, the brim cap was placed in the correct position and found in good conditions. The device history record (DHR) for the lot number 50000055 has been received and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).